Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had under delivery and had experienced high blood glucose. The customer¿s blood glucose level was 515 mg/dl at time of incident. The customer was treated with bolus and manual injections. The customer stated that they had insulin flow block alarm. The customer was advised to disconnect at the quick set release and assisted customer in performing a 5.0u fill cannula. Customer stated the insulin exited. The insulin pump will not be returned for analysis.